Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Statement from manufacturer: define: received one piece of used, filled of easypump ii lt 270-27-s without original packaging. As received condition, clamp clip was clamped and the original wing cap was still attached to the pump. Big top cap was opened and discofix cap was removed. Observed solution residue at filling port. Wing cap was removed and clamp clip was released. No flow was observed. Complaint sample was left for awhile. The pump remained not working. No other deviation was observed. Analysis: complaint sample was checked for kinked tube. Found triangle tube of complaint sample was kinked inside big bottom cap (bbc). After the kinked tube was released, complaint sample was flowing. Conclusion: complaint sample was blocked due to kinked triangle tube inside bbc. Blockage due to kinked tube was addressed in capa001475. Justification: justified.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and filled easypump ii lt 270-27-s without packaging. The received sample was taken to a visual inspection. The white clamp was not closed and the patient connector was closed with the original wing cap. Damages that would lead to a malfunction were not detected on the sample. After opening the top cap we detected solution at the filling port (lli-cone) of the sample. The sample was taken to a functional test respectively leak test. After starting the pump and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the pump didn't work. After the filling there is no visible flow.